Manufacturer narrative:
Citation: hossein s. Acute kidney injury after transcatheter aortic valve replacement j card surg. 2016 jul;31(7):416-22. Doi: 10.11 11/jocs.12768 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding acute kidney injury after transcatheter aortic valve replacement. All data were collected from single between march 2012 and dec 2014. The study population included 264 patients (predominantly female; mean age 80 years), an unspecified number of which were implanted with medtronic corevalve device (serial numbers not provided). Among all patients adverse events included: cardiac arrest and stroke. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.